Manufacturer narrative:
A supplemental report is being submitted for additional information, device evaluation and investigation completion. The event description and h10 were updated to capture an additional controller. Product event summary: two (2) controllers ((B)(6) con312641) were returned for evaluation. No performance allegations were made against con312641. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed con312641 revealed that the controller passed functional testing. Visual inspection of con312641 revealed contamination within the pump connector. Visual inspection of (B)(6)revealed contamination within both power ports, the serial port, and the pump connector. The observed contamination within the controllers' ports is additional finding not related to the reported event. The most likely root cause of the observed contamination within the controllers' ports can be attributed to handling of the devices. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with con312641 revealed that the controller was not in use during the reported event date and was likely the patient's backup controller. Log file analysis associated with (B)(6) revealed controller fault alarm logged on (B)(6) 2021 at 14:10:18, indicating an issue with the internal battery. Additionally, analysis of the alarm log file associated with (B)(6) revealed a vad disconnect alarm was logged at (B)(6) 2021 at 14:25:27, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. As a result, the reported event was confirmed. In addition, log files revealed that the controllers were in use for more than two (2) years. The most likely root cause of the reported event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018/ serial #: con312641 UDI #: (B)(4). D9: yes, return date: 07-sep-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-sep-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035, g04034 h6: FDA device code(s): a18 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19 h6: FDA conclusion code(s): d11, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A second controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.